Event description:
It was reported that tandem mobi pump issued cartridge alarms during cartridge loading, including confirmed cartridge alarm 30, with consecutive cartridges on in-warranty pump. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup therapy, and technical support arranged shipment of replacement pump, instructed customer to place existing pump in storage mode and return it within 10 days using provided materials, and advised customer to manually enter pump settings and reconnect continuous glucose monitor on replacement pump.